Manufacturer narrative:
The eval code method was updated. The PMA number was corrected in section g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: as stated in the instructions for use (IFU) and reinforced in the medtronic procedural training materials, the confida guidewire should not be pre-shaped. The IFU and product training materials also provide the following: during initial placement, the guidewire should always be exchanged through a pigtail in right anterior oblique view, with control of the guidewire maintained at all times; that the guidewire transition point should be positioned above the apex, with the wire tip pointed away from the ventricle wall, while maintaining strict fluoroscopic surveillance of the guidewire at all times. Without the return of this guidewire or additional information such as an angiogram for review, we are unable to conclusively determine the exact cause for this report. It is unknown if the user lost control of the guidewire at the time that the valve and pigtail catheter dislodged, which required the delivery catheter system (dcs) to be re-advanced. It is possible that during that time the user lost control of the guidewire, causing it to move forward causing a dissection or perforation in the ventricle resulting in effusion, low blood pressure, and patient death. The patient¿s extremely frail ventricle condition may have also been a contributing factor. However, the physician stated that the specific cause of the dissection is unknown as the guidewire placement was closely monitored throughout the implant procedure. It is unknown if the guidewire caused the perforation or if it was solely due to the patient¿s condition. Without images, or the returned guidewire for analysis, we are unable to conclusively determine the exact cause for this event. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Updated: h6 results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a medtronic guidewire was used for the procedure. The guidewire was inspected, but not manipulated prior to use and was not torqued or twisted while in the patient. The guidewire placement was closely monitored and was confirmed to maintain position throughout the valve implant procedure. G2: PMA 510k number corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.¿ conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with aortic stenosis and calcification in the valve annulus and left ventricular outflow tract, using the radiopaque marker band for guidance and a guidewire (manufacturer unknown), the delivery catheter system (dcs) was advanced over the aortic arch and was stopped mid-pigtail catheter. Temporary pacing was initiated at 120 beats per minute (bpm), the valve was deployed to the third node of the valve frame, and dislodged aortic along with the pigtail catheter. It was noted the implant depth was too high; the valve was fully recaptured and temporary pacing was turned off. The dcs was re-advanced to the annulus. The patient's blood pressure was low. Temporary pacing was reinitiated at 120 bpm until the valve was deployed to 80% and then temporary pacing was turned off. An echocardiogram was performed and showed a pericardial effusion. A pericardiocentesis was performed; however, the patient's blood pressure continued to decrease. The valve was fully deployed and imaging showed a good implant depth. Cardiopulmonary resuscitation was initiated and the patient was converted to an open chest procedure. The physician observed a dissection in the left ventricle (lv) and noted the lv was "mush. The physician was unable to repair the lv and the patient died. The cause of death was due to the lv dissection. After the patient's death, multiple reviews of procedural images, medication history, and connective tissue disorder history were performed with no positive findings of note to identify a cause. The patients family declined an autopsy. Per the physician, the cause of the dissection is unknown, but indicated the dcs was not a likely contributor and that the guidewire may have caused the dissection.